Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Regarding mechanical interaction with blood, the was likely due to improper position issues caused by patient condition as confirmed in clinical that patient had small left ventricle affecting position and was later resolved. For the fever, in order to make a cause determination, all of the clinical details would have to be provided. The root cause was unable to be determined due to insufficient clinical details. Additionally, the bleed (gi bleed)/anemia cause was not determined due to insufficient clinical details. H6 investigation: type, findings and conclusion codes and h6 component code were updated accordingly based on the completed investigation.

Event description:
The user facility reported that a 72yr old male was implanted with a impella 5.5 for support to wean off ECMO and bridge to recovery. Hemolysis was reported that required a blood transfusion with 1 unit of packed red blood cells given. The physician noted to have small left ventricle and causing occasional " position in aorta alarms". In addition, no systemic heparin running due to melena stool. Heparin stopped, and then continues to run in purge.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Hemolysis/mechanical interaction with blood: the cause of hemolysis/mechanical interaction with blood was likely due to improper position issues caused by patient condition as confirmed in clinical that patient had small left ventricle affecting position and was later resolved. False alarm: the cause of false alarm was unable to be determined as limited clinical details were provided and no product was returned for review. Fever/infection: the cause of the injury was unable to be determined due to insufficient clinical details. Major bleed/minor bleed/anemia: the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
Ip codes added: infection, device repositioning, false alarm. Ip codes removed: none. Clinical assessment: the patient is a 72-year-old man with cardiomyopathy who presented with an acute st-segment elevation myocardial infarction and required cardiopulmonary resuscitation in the cardiac catheterization laboratory. An impella 5.5 device was placed for cardiac unloading while the patient was supported with extracorporeal membrane oxygenation. Eextracorporeal membrane oxygenation was later discontinued but patient remained on impella 5.5 support. The patient developed hemolysis requiring transfusion of one unit of packed red blood cells. The attending physician noted that the patient had a small left ventricle, which intermittently caused ¿position in aorta¿ alarms, and determined that this contributed to the hemolysis, which subsequently resolved. No lab values or further information available to confirm the hemolysis. The care plan included awakening and weaning the patient, along with a computed tomography scan to evaluate for signs of stroke or infection following a fever that occurred overnight. The computed tomography scan demonstrated ventilator-associated pneumonia, and physicians noted hypoactive delirium. The patient later received two units of packed red blood cells for low hemoglobin, which the clinical team did not attribute to the impella device. Systemic heparin therapy had been held due to melena stool and was stopped, although heparin continued in the impella purge solution. The importance of administering a low dose of systemic heparin and monitoring the activated clotting time while the patient remained on impella support was discussed. The melena stool resolved, and the plan was to restart systemic heparin therapy the following day. The patient¿s hemoglobin remained stable, the gastrointestinal bleeding subsided, and he was successfully weaned from support and survived.

Manufacturer narrative:
Added: d3, d10, e4. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Added: h6 (health effect - clinical code). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.